Manufacturer narrative:
Additional information was received that the patient didn't have any other problems after the lens was replaced. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and the lens was received in one piece. Visual inspection using 12x magnification shows the lens was contaminated, dust particles were present. This was expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was slightly damaged; a scratch can be seen on the surface of the lens, most probably related to the explant procedure. Manufacturing records were reviewed and the lens was manufactured according to specification. Although, there are no complaint related tests, the results of final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification; hence the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zct525, was explanted from eye of a (B)(6) male patient because he was unsatisfied with his vision. The surgeon also reported that the patient had an ectopic pupil before the surgery. A rigid lens from another manufacturer was implanted. No further information was provided.